Manufacturer narrative:
The device was received for evaluation. A leak test of the dialysate side was performed and a crack in the welding zone was observed. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Unique identifier (UDI) # was reported as: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting treatment with polyflux 140 dialyzer, a small volume of external dialysate leakage between the header and housing was observed. There was no patient injury or medical intervention associated with this event. No additional information provided.